Manufacturer narrative:
The actual device involved in the incident was returned to the MFR to be evaluated. The tubing was cut approximately 17 1/2" from the blood filter housing assembly on the set. The remainder of the set was not returned. The tubing had a ragged edge, which determines that the tubing was ripped and did not tear as a result of the manufacturing process of this part. If the roller clamps are left closed the set tubing can be torn by the force of the pump. The IFU states that "to establish blood flow, open roller clamp below blood container. Slowly open lower roller clamp to adjust for desired flow rate". However, no specific conclusions can be drawn.